Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, pump error 63 alarm confirmed in the insulin pump history due to broken trace at pin 6, keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. Customer¿s blood glucose level was 189 mg/dl. The customer was able to successfully clear the alarm. The customer performed self-test and it did not pass. The customer reported that fill cannula was recorded in daily history. Troubleshooting was performed. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.